Event description:
It was reported that impedance issue was observed on the left ventricular lead. It was also noted that the lead was crushed by the first rib clavicle. The lead was capped and replaced on (B)(6) 2017. No further information was provided.